Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited an increase in shock impedance measurements, high out of range greater than 125 ohms. Technical services (ts) explained it looks more like a gradual increase from the beginning of the year from 108 ohms to greater than 140 ohms. Ts discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.